Event description:
Two weeks postoperatively, an exploratory laparotomy for abdominal pain was performed, along with the identification and drainage of several sources of infection in the abdomen. The patient expired 32 days post-implant from sepsis, believed to be "abdominal in etiology secondary to severe abdominal pain at the time of death". This 2.5 mm aortic valve and a 29 mm mitral valve (2648612-2004-00010) were implanted following removal of the previously placed arotic and mitral valves in 1999 (2648612-2000-00021 and 2648612-2000-00022). During this procedure, "extensive pericaridal path repair" of the annuli were performed and cultures demonstrated staphylococcus aureus, whereas the preoperative blood cultures were negative. The initial two valves were explanted due to endocarditis and paravalvular leak.